Event description:
It was reported that interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) in clinic noted a battery depletion message. Additionally, the device was emitting beeping tones. It was noted that the device showed a battery status of 12 percent remaining 3 months ago. An attempt was made to review stored device data from the remote home monitoring system, however, the data was not recent enough to provide any information. A device replacement procedure was scheduled. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report is being filed to correct field b5: describe event or problem.

Event description:
It was reported that interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) in clinic noted a battery depletion message. Additionally, the device was emitting beeping tones. It was noted that the device showed a battery status of 12 percent remaining 3 months ago. An attempt was made to review stored device data from the remote home monitoring system, however, the data was not recent enough to provide any information. The physician plans to schedule a device replacement procedure, however, at this time, no procedure has been scheduled. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) in clinic noted a battery depletion message. Additionally, the device was emitting beeping tones. It was noted that the device showed a battery status of 12 percent remaining 3 months ago. An attempt was made to review stored device data from the remote home monitoring system, however, the data was not recent enough to provide any information. The physician plans to schedule a device replacement procedure, however, at this time, no procedure has been scheduled. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product is in possession of the hospital at this time. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
This report is being filed to correct field b5: describe event or problem.